Event description:
Evaluation summary: the balloon appeared deflated. A 0.018" guidewire was inserted from the tip. No resistance was encountered. The catheter was inflated and a leakage from the proximal portion of the balloon cone was clearly observed. No other anomalies were found.

Manufacturer narrative:
(B)(4) (the root cause of the event cannot be determined based on information available. Device evaluation pending), no conclusion can be drawn the (root cause of the event cannot be determined based on information available. Device evaluation pending).

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (diffuse, occluded, calcified lesion). Conclusion: device failure/lack of effectiveness related to patient condition (diffuse, occluded, calcified lesion). (B)(4) (balloon).

Event description:
An attempt was made to use a pacific xtreme pta balloon catheter to treat a lesion in the tibiofibular tract. The device was the first used to treat the target vessel in the procedure. The target lesion was described as diffuse and 100% occluded. It was reported that the device could be advanced to target lesion with no problems; however it was reported that it was not possible to inflate the balloon due to a leakage from the shaft. Leakage was noted in-vivo. It was reported that the procedure was successfully carried out with a second balloon. No patient complication has been reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.